Event description:
A home patient (hp) reported to baxter of an issue of system error (se) 2240 alarm (air in set) during use. The hp stated that they had switched off the machine without checking the error number. Technical services documented that a se 2367 was received after error 2240. The hp stated that one of the bags was not screwed properly. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4); 510k number will not be provided in the emdr, because the product and lot number is unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a system error 2240 (air in set) was confirmed based on the customer report. The cause of the se 2240 was due to air being sucked into the disposable because there was a loose connection between line and supply bag. A labeling review found the patient at home guide to be adequate for the prevention of the use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.